Manufacturer narrative:
(B)(6). Investigation results: device analysis findings: the returned device consists of renegade hi flo with a guidewire inserted and a torque device attached to the guidewire while inserted in the carrier hoop. The device was examined visually to reveal two outer shaft liner fractures, located approximately 1.5cm from the hub and 23.5cm from the hub. Additionally, stretched shaft sections were located approximately 1.5cm to 9cm from the hub and approximately 24cm to 42cm from the hub. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the renegade hi flo device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported that microcatheter fracture occurred. A 135/10 kit renegade hi flo was selected for use. Prior to procedure, it was noted that the microcatheter was kinked and fractured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name and city: (B)(6).

Event description:
It was reported that microcatheter fracture occurred. A 135/10 kit renegade hi flo was selected for use. Prior to procedure, it was noted that the microcatheter was kinked and fractured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.